Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate. In addition, the patient's controller and the clinician programmer displayed the message: "replace generator", "the generator has reached the end of its service. Contact your physician to schedule a replacement." As such, the patient will consult with a physician as the next course of action.

Manufacturer narrative:
Device code should have been (B)(6) rather than (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information revealed the patient underwent surgical intervention no (B)(6) 2019, where the ipg was explanted and replaced. Effective therapy resumed post-operatively.